Event description:
While trying to cross a calcified rca lesion, the stent dislodged from the balloon while attempting to retrieve the sds back into guiding catheter after a failure to cross a lesion that had not been pre-dilated. The stent embolized in the rca and still remained on the guidewire. A snare wire was then used to successfully retrieve the device from the rca and pulled back retrograde up to the femoral artery sheath. At this point, the physician was unsuccessful at retrieving the device through the sheath and decide to exchange up to a larger size sheath (10 french). After 1 hour later and many unsuccessful attempts to try remove the embolized stent, the physician decided to leave the device in the patient. The stent remains in patient's left femoral artery / left groin - undeployed. The sales rep and cath lab contact person indicated that no surgical consult has been noted at this time.